Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed as the stent implant was stationary between the marker balloons. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Device code 2524 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was obtained: the customer was not reporting a failure to cross, but the stent dislodged from the delivery system. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an intervention, using a multi-link stent delivery system, the system failed to cross the lesion and the stent moved on the balloon. The device was removed from the patient without reported issue and another same device was implanted successfully. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.